Event description:
After additional review, it was noted that one of the healthcare professionals (hcp) believed the incomplete telemetry issue was due to the battery in the clinician programmer. It was stated that the hcp had to change the battery during interrogation.

Event description:
It was reported that a stopped pump message occurred. It was reported that the error occurred while updated in the pump during an I nterrogation. The device system was used to deliver lioresal (baclofen). No further details were provided. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information received reported that when the event occurred, the pump was stopped for 4 minutes and the issue immediately resolved. Reporter stated that the patient was having good therapy at this time. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 8840, product type programmer, physician; product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).